Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient was complaining of no pain relief since implant. No contributing factors were known. It was stated that the patient has undergone multiple reprogramming sessions and was given new settings. However, the patient has had no change in pain relief. It was noted that impedances on contacts 5, 6, 11, and 12 all read ¿don¿t use.¿ the rep reprogrammed using the available contacts. It was stated that x-rays were taken to see if the patient¿s leads had migrated, but the physician did not think the leads moved. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the impedance issue was undetermined. The action taken to increase pain relief was to map stimulation and opened up pulse width and rate for the patient to adjust. The rep started settings on pw 300/rate 800. The patient will contact the physicians office with further reprogramming needs. No further complications were reported.